Event description:
Implant failed due to failure of osseointegration. (B)(6). Correctie: the user indicated the implant failed, however based on the available information the exact issue could not be identified.